Manufacturer narrative:
On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, the reason for revision of this (B)(6) year old tha is infection. The supplied radiographs are compatible with this hypothesis. Infection is a known, possible adverse event following tha, even some years after primary implantation. Additional information received on 10 july 2016 from the initial reporter and includes: the infection is confirmed: staphylococcus epidermidis and pseudomonas aeruginosa. On 14 july 2016 (B)(4) provided the document review of the ceramic ball head involved in this complaint (not marketed in us), reporting as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Batch reviews performed on (B)(6) 2016. Lot 134168: (B)(4) items manufactured and released on 28 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafit cup cc trio acetabular shell no-hole ø 54, code (B)(4), lot. 133029 ((B)(4)), (B)(4) items manufactured and released on 20 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Versafit cup flat pe hc liner ø 32/e, code (B)(4), lot. 135620 ((B)(4)), (B)(4) items manufactured and released on 03 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision because of infection. All implants have been removed and put cement spacer. We don't receive any implants for investigation.